Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389s-40, lot # v742349, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v761178, product type lead. (B)(4).

Event description:
A health care provider (hcp) reported that an unknown error code was displayed. Early last week, the patient met with a manufacturing representative for interrogation of the implantable neurostimulators (ins). The manufacturing representative saw a "call your doctor" icon at that time. The inss were on, but they would need to be replaced soon. The patient believed the inss still were not working. Recently the patient had been transferred to a hospital for rehabilitation. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-16818.